Event description:
It was reported the patient¿s device was removed due to a possible titanium allergy.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).